Manufacturer narrative:
Initial

Event description:
It was reported that the user discovered the ilet handheld with a cracked display after carrying it in a pocket, and the lower half of the screen was not visible, rendering the device unusable; a photo was provided and the user was advised to use backup therapy while a replacement was arranged. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included no medical treatment, no emergency care, and no hospitalization. Investigation included agent review of the user report and photo, confirmation of the damage, and assessment that no device alarms or alerts occurred. Investigation of this case revealed physical damage to the handheld screen consistent with external impact, resulting in loss of display function and inability to use the device, with no indication of an internal software or alerting malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external forces.